Event description:
It was reported that during preparation of the guide wire a tip fracture occurred. As the physician shaped the distal tip of the 300cm kinetix guide wire, the nitinol sleeve detached. This event occurred outside of the patient. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).